Event description:
Permobile wheelchair co is knowingly selling their chair with incompatible parts and dangerous controls. I rec'd a chair last year with thigh supports, to hold the thighs in position, transfer handles, a desk, and thigh supports to support my legs when they are raised. When using the transfer handles the thigh alignment supports will not extend out to the proper position and hit the handles. This also occurs when the table is in position. As for the thigh rests, they will not extend out far enough to support my thighs when my legs are in the raised position. The joystick control has a hesitation factor built in which delays turning and when it does turn at the faster speed, I have been thrown from the chair. I have other problems such as parts coming off including the seatbelt, the position signs on the controls fell off and the crutch holder is positioned where it cannot be reached. Even the permobile rep was unable to reach it when seated. I have contacted the co and have rec'd nothing but excuses. The dealer stated that " I don't do anything without getting paid." I believe that this chair is dangerous both to my physical well being, as well as not properly designed.